Event description:
It was reported that bd insyte autoguard winged gn 18ga x 1.16in needle did not retract. The following information was provided by the initial reporter: verbatim: clinician got access to vessel. Could not push safety button. Safety button was jammed and needle would not retract.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. The DHR for lot 3114837 has been reviewed. No related quality issues or process deviations were found.

Event description:
No additional information.